Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique and diarrhea.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of reusing to wear a mask, diarrhea and peritonitis in a patient after the administration of dianeal for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis, manifested by abdomen pain and cloudy effluent. On (B)(6) 2011, the patient was hospitalized. Remedial treatment included unspecified antibiotics. The cause of peritonitis was reported as reused mask and diarrhea. Outcome of the events of peritonitis and diarrhea were reported as ongoing and improved. Outcome for the event of reused mask was not reported. Action taken with dianeal was not reported. Causality assessment for the events of peritonitis, diarrhea and reused mask to dianeal was not reported.